Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device worked flawlessly for the first five firings. On the sixth firing during articulation it was jerky and going at five to ten degree increments vs. The normal one degree increment. The surgeon had to articulate the trocar but completed the case with the device and no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished ech60l with lot/batch number x96d2g, and no non-conformances were identified. Manufacturing date: 11/30/2022. Expiration date: 10/31/2025. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.